Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the hcp wanted a manufacturer's representative to be present for the patient's appointment on (B)(6) 2018. The patient wanted their programming adjusted; their back was doing fine but their leg was numb. No falls or trauma were related to the event and the hcp reported that this was a sudden change in therapy/symptoms. No further complications reported.